Event description:
It was reported that during a procedure they were putting a new catheter in a patient that already had an existing catheter. While doing so the new one got coiled around the spine, and they couldn't get it out. It was further added that they were having trouble with the guidewire and they couldn't get it out; it was "crinkling up" the catheter. They continued to relax and attempt to remove the catheter out and succeed in getting it out. The issue was noted as resolved. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was further reported the initial reason for the catheter revision was that the patient was not getting pain relief. The catheter reportedly was not in the correct intrathecal space. It was further clarified that the old catheter was not in the correct intrathecal space as it had migrated.

Event description:
It was noted the previously reported catheter that coiled and was removed was also destroyed. No troubleshooting done. A 'new, fresh' catheter was implanted above the level of a previously done kyphoplasty with 'good' outcome. Patient outcome noted as no problems reported.

Manufacturer narrative:
Concomitant products will be updated/corrected for this event: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, (remains in patient). Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical device: product ID: 8709sc, serial#: unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Model 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: na; catheter model 8709, lot# unk, serial# (B)(4), implanted: unk, explanted: unk.